Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose readings with the lowest bg reading of 42 mg/dl, believed to be associated with insulin delivery following a breakfast announcement. The user noted their glucose had been fluctuating and that they had self-treated successfully by consuming fruit bars to raise glucose levels. The ilet device alerted to the low glucose event. The user experienced a sensation of feeling fuzzy but did not require outside assistance or medical intervention. Patient was announcing meals incorrectly and a factory reset was discussed as a potential corrective option but was not implemented at the time.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.